Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a closure of an unspecified vessel using a starclose se device after an unknown procedure. Reportedly, after clip deployment, the starclose se device could not be removed. Use of the safety release button did not free the device. The access port was clicked; however, only one of the two sides triggered. A sharp tug was used to remove the device from the patient anatomy. Manual compression was applied for a couple of minutes, hemostasis established, the clip seemed to close the artery fine. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to the reported difficult to remove the device (access ports) and mechanical jam with the safety release mechanism may include, but not limited to, vessel locator not placed against the surface of vessel, device angle changed prior to thumb advancer stroke completion, inadequate nick and spread, device stuck on tissue. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.